Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explanted on (B)(6) 2019.

Event description:
It was reported that the patient underwent an explant procedure due to discomfort. No further information has been obtained despite good faith efforts.